Event description:
It was reported during service at manufacturer facility that the delrin ball is missing from the latch mechanism of the aseptic housing which can lead to housing to open up and expose non-sterile battery to the surgical field. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is not a repairable device and will not be returned to the user facility.